Manufacturer narrative:
The zimmer biomet manager of (B)(4) for biologics and electrical stimulation provided the following clinical review of the complaint: while there have been previous complaints about the controller being hot, she does not think the controller caused any changes to the breast tissue. She states that as indicated by her physician, the changes are normal and not something out of the ordinary. She states that based on the physician's input, she doesn't guess any changes to the breast tissue are attributed to the spinalpak. The warnings in the package insert state this type of event can occur. The product was discarded by the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported she received the spinalpak on (B)(6) 2016 for treatment of her lower back. She advised that because the patient had many incisions, the fitter placed the controller in her bra while she applied the electrodes. The patient advised that night she felt a burning in her breast so she threw the hot controller away from her. The patient states that in the morning, her breast was tender. The patient advised she went for a mammogram in the fall and while she was being manipulated/ positioned, she felt pain in her right breast. The patient advised her right breast shrunk and she went for an ultrasound. The patient advised she also had an image guided MRI. The physician who performed the biopsy advised the patient that her fat necrosis could be attributed to trauma. The patient advised that she never wore the unit again and is healed. The patient advised she gets checked every three months by her breast doctor.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.